Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. Additionally, it was reported that the pump battery was depleting quickly. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose was around 92 mg/dl.

Manufacturer narrative:
Screen on bolus button the failure investigation has been completed and the alleged issue was verified. Battery the failure investigation has been completed. Based on the analysis, the alleged issue could not be verified. The information will be used for tracking and trending purposes.